Event description:
It was reported that when puncturing during implant a pneumothorax occurred. The doctor assumes the pneumothorax was caused by the puncture with the guiding catheter. Patient information is unavailable.